Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient presented with nausea and vomiting for 48 hours and was hospitalization. Patient had arrhythmia and was defibrillated, and as a result it was suspected that the patient may have thrown a clot. Patient was stated to have had a neurological event. Diagnostic testing was performed with computerized tomography (CT) scan and the findings included multifocal, right occipital intraparenchymal hemorrhage and left cerebellar hemisphere hemorrhage with obliteration of 4th ventricle with intracranial hypertension. It was stated that the patient continues to improve and was started on aspirin (asa) and will restart coumadin in 7 days. It was further stated that currently there were no residual symptoms and patient was stated to be alive with no injury. No further patient complications have been reported as a result of this event.